Event description:
It was reported that the 2800 system had poor image quality during a case. The cine image was flickering, then cine would not function. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.